Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is considered user related as an incompatible catheter was used and continuous flush was not performed per the dfu instructions. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil became stuck in the catheter tip and partial deployment occurred. The patient was undergoing treatment of a varicocele. A 5fr non bsc catheter was positioned and an unknown size 035 interlocking detachable coil (idc) was advanced out the distal end of the catheter. When the coil was approximately 70% deployed, it became stuck. Flushing was performed, but the physician was still unable to deploy the coil further and it then detached from its pusher wire. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.